Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in germany that during a miles resection procedure on (B)(6) 2020, it was observed that the mechanism of the truespan meniscal repair system peek 12 degree device did not trigger. There was no surgical delay nor patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during a miles resection, according to the user, the mechanism of six truespan meniscal repair system peek 12 degree does not trigger and must be discarded. There are 6 devices available to be returned. The complaint device is not being returned, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number: [5l95916], and no non-conformances were identified. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.